Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the objective lens could not be identified and a definitive root cause of the issue could not be determined, however, due to an observed leak, it is possible that proper/efficient device reprocessing could not be performed. The issue may be detected/prevented by following the instructions for use sections below: chapter 3 compatible reprocessing methods chapter 4 reprocessing workflow for endoscopes and accessories chapter 5 reprocessing the endoscope (and related reprocessing accessories) chapter 6 reprocessing the accessories chapter 7 reprocessing endoscopes and accessories using an aer/wd olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign material on the objective lens. In addition to the reportable malfunction, the following were noted: the grip had discoloration; the control unit had a scratch; the forceps channel port had corrosion; due to pinholes on the universal cord and video cable, water tightness was lost; the video connector case had a scratch; the video connector had stain. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the cysto-nephro videoscope leakage test failed. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material on the objective lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.